Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device not available for return.

Event description:
It was reported via medwatch mw (B)(4): that there have been incidences of the e-sep pencil activated automatically. No further information was provided.

Event description:
It was reported via medwatch mw5115981: that there have been incidences of the e-sep pencil activated automatically. No further information was provided.

Manufacturer narrative:
H6: the quality investigation is complete.